Event description:
After placement of two medtronic ave gfx2 stents, a 3.0mm diameter x 8mm length medtronic ave gfx2 stent was inserted into a target lesion at the residual stenosis remaining at the distal end of the distal stent. Following stent deployment, it was noted that there was evidence of a "contained" perforation of the vessel within the stented segment. This perforation was then treated with reversal of anticoagulation, prolonged balloon inflations and monitoring in the cath lab. The patient was then sent to cardiac care, where the pt developed cardiac tamponade due to pericardial effusion. A pericardiocentesis was performed, and the patient was sent to surgery. There was no further clinical sequelae reported relative to the event, and there is no further info available from the user facility.